Event description:
A customer reported to baxter (B)(4) of an administration set in which the male luer could not be disconnected from the patient catheter line, and the hospital had to use forceps to grip cover which disconnected at the collar. A patient was involved but no injury was incurred. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent to the plant for evaluation. Visual inspection and functional testing were performed; the rotating part was pushed forward to be positioned between the two rings, and then was attached to a stopcock. The luer lock was tightened until activated. The luer lock could be disconnected without any difficulties. The reported condition was not confirmed. The cause of the customer's condition remains unidentified. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.